Event description:
It was reported that the maryland bipolar forceps instrument was broken, and no pieces fell inside of the patient. No additional information was provided. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed the top plug riser pin is pushed into the back end of the instrument and the chassis feature that retains the pins is broken. It was determined that the damage was most likely due to mishandling. Engineering also observed the distal end of the main tube has a 3" long section with light material removed. The damaged area is parallel to main tube axis. Based on the location and appearance, the damage may have been caused by a cannula accessory. No other damage was found. Additional investigation is underway regarding the cannula accessories. A follow-up MDR will be submitted if additional information is received.